Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete. H3 other text : 81

Event description:
It is reported the metal strike plate broke off the end of the instrument after being struck with a mallet during hip arthroplasty.

Manufacturer narrative:
Physical evaluation of the returned trilogy acetabular instrumentation liner inserter found that the fractured stainless steel cap and medical grade silicone rubber o-ring subcomponents were not returned for investigation, as these were retained by the hospital. The handle had multiple indentations and wear indicative of extensive use. This device is used for treatment. Review of complaint history identified no previous complaints for the part-lot combination of the reported device. Based on the manufacture date, the device has a potential field age of 11 years and 7 months. The frequency of use of this instrument is unknown. Based on review of the returned device, a likely cause for the end of useful life is normal wear over the field life of this device.